Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they provided a letter of recommendation from their their dentist to cease treatment. The dentist states in the letter that due to patient's periodontal condition the byte treatment would cause more bone loss and result in premature loss of teeth. This is a contraindicated patient for crown.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.